Manufacturer narrative:
Follow-up # 1 ¿ (03/30/2015). The patient¿s test strips have been returned on 3/18/2015 and evaluated by lifescan product analysis on 3/18/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the meter began to read inaccurately high on (B)(6) 2015, at 7:30 pm, when he obtained a blood glucose result on the subject meter of ¿306 mg/dl¿ and ¿243 mg/dl¿ on another meter (ot vita), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these results falls within lfs¿ criteria for accuracy. The patient manages his diabetes with insulin. He reported that he administered ¿a lot of insulin¿ as a result of obtaining the alleged inaccurately high result. He alleged, on (B)(6) 2015, at 2:00 am, he woke in the night with symptoms of ¿hypoglycemia¿. He reported that he ¿saw a black spot¿, his vision was jumping and he experienced ¿dizziness¿. He reported, also at 2:00 am, he tested with his ot vita meter but was unable to recall the result. He also reported self-treating with food and/or drink. The patient also alleged, date/time unknown, he obtained blood glucose results of ¿85 mg/dl¿ and ¿56 mg/dl¿ on his ot vita, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these results falls outside lfs¿ criteria for accuracy. During troubleshooting the csr established that the patient¿s meter had been set to the correct unit of measure. The patient had used an approved sample site ¿ his finger. However, the patient¿s testing steps had been incorrect as he had used the same drop of blood to perform the comparisons. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained an inaccurately high result on the subject meter, administered treatment based on the result he obtained, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The patient¿s meter has been returned on 3/27/2015 and evaluated by lifescan product analysis on 4/7/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 04/13/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.